Event description:
At about 1 year and 2 months after primary, the patient has been revised because of loosening of all the implants and the septic analysis gave a positive result. The surgery has been completed successfully.

Manufacturer narrative:
Batch review performed on 02-dec-2024: lot: 2305695: (B)(4) items manufactured and released on 13-jul-2023. Expiration date: 2028-06-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants involved; batch review performed on 02-dec-2024: reverse shoulder system 04.01.0173 glenosphere - ø39x27 (k170452) lot: 2304607: (B)(4) items manufactured and released on 03-may-2023. Expiration date: 2028-04-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0155 glenoid baseplate - ø27x25 (k170452) lot: 2310100: (B)(4) items manufactured and released on 24-aug-2023. Expiration date: 2028-08-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0184 short humeral diaphysis - cementless - 11 (k180089) lot: 2309368: (B)(4) items manufactured and released on 05-jul-2023. Expiration date: 2028-06-14. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) lot: 2313415: (B)(4) items manufactured and released on 04-aug-2023. Expiration date: 2028-07-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.